Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "intracapsular rupture". This record is for the left side device. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device and two openings assessed as surgical damage also observed missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "intracapsular rupture". This record is for the left side device. The device was explanted and replaced.